Event description:
It was reported the customer had a battery out limit alarm on their insulin pump. Customer reported their insulin pump's screen going blank prior to the alarm occurring. The customer stated they had to replace their battery and reset their time. Customer's blood glucose was unknown at the time of the call. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.